Event description:
It was reported that a pt dislocated three times while sleeping. Was reduced x3 with no apparent problem / rom c-arm. Was revised to +4 shell, 40mm semi-constrained insert, 40mm neutral head, rom was checked and was satisfactory.